Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a restart alert with code 38 indicating consecutive motor stalls on an ilet pump, and after several restarts the agent guided a dry run that reached 120 units and a full change of cartridge, connector, and steel cannula, after which insulin delivery successfully resumed. Symptoms included hyperglycemia with a reported blood glucose of 319 mg/dl and awareness of elevated glucose by increased heart rate. Outcomes included correction expected via resumed insulin delivery without the need for medical intervention or hospitalization. Investigation included user-guided troubleshooting, a dry run to assess motor function, and replacement of all infusion supplies. Investigation of this case revealed that the device motor functioned during the dry run and that the issue resolved after replacement of disposable components, consistent with a transient motor stall alert potentially related to infusion set or supply issues rather than a persistent device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was probable user or supply-related factors with device functioning as designed after supply change. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.